Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Analysis of the returned device identified: weight to the spec and opening on radius. A visual and microscopic analysis was performed which identified: striated opening on radius. Based on the device analysis the final assessment is a striated opening assessed as surgical damage like consist in the use of some surgical tool. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Healthcare professional later reported tear in implant. Device has been explanted and replaced.

Event description:
Healthcare professional later reported tear in implant.